Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all displacement tests. No alarms noted in history file. The insulin pump was received with stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer's insulin pump was not working correctly. It was constantly alarming motor error during prime and it showed e70 alarm also. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.